Manufacturer narrative:
The device as well as its lot number are not available. Therefore a product investigation and a review of the DHR could not be performed. The claiming customer is not certain about the date of event and the date of the death of the patient. About 12 hours after ambulating the patient, the low flow from the ¿10027#avalon elite 27f, 31cm¿ device in question was noticed with a venous pressure of about 200 mmhg which was previously below 100 mmhg before the event. No abnormalities during the treatment, such as clots or obstructions, were noticed within the system. The patient expired due to low flow, but the customer stated he was not certain what the explanation was. In addition the information about the fixation and positioning with an appropriate imaging technology was provided and did not show any abnormality. The fixation was sutured to the legs (inlet and outlet) of the device in question. The positioning was checked by an appropriate imaging technology. According to the evaluation of one of maquets therpay application managers a malfunction of the device in question cannot be confirmed since the information provided by the claiming customer does not reveal anything out of the ordinary and an investigation of the "10027#avalon elite 27f, 31cm" in question in the manufacturer's laboratory could not be performed.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) requested the cannula for evaluation but the cannula is no longer available. Further information was requested by the manufacturer. Based on the information received a clinical evaluation would be created. A supplement medwatch will be submitted as soon as additional information becomes available.

Event description:
The exact date of this event is unknown to the customer. It occured sometime (B)(6) 2015. The customer stated that a patient was placed on veno-venous support using the elite dual lumen cannula. Approximately one day after initiating support, the patient was ambulated. About 12 hours after ambulation, the flow from the cannula slowed significantly. The patient expired shortly after the event. It was not known to the clinician if the expiration of the patient was related to the elite dual lumen cannula." (B)(4).